Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery for a distal end fracture of the fibula, the stardrive was noted as missing. When the screw package was opened during the operation the shape of the screw head was orbicular. The operation was completed without any problem with a new package. This is 1 report of 1 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: ktt. We have sent the complained locking screw to the manufacturing plant for investigation; here the result, the screw head is not manufactured according to our specifications and drawings. The head recess was not milled out. The manufacturing plant has issued a CAPA (B)(4) in order to avoid such failures in the future.